Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s second implant was removed, because they no longer needed it. The patient stated that they kept hitting it because it stuck out like a sore thumb. It was reported that it stuck out more than their first one. It was reported the event occurred on (B)(6) 2012 (since implant). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018 reporting that no one ever explained why it suck out more and the battery was removed because they had not needed it anymore. Additional information was received from the health care provider (hcp) on (B)(6) 2018 reporting that the cause of the implant sticking out was a change in patient body habitus. No further complications were reported.